Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronic assembly. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 105 mg/dl. The customer reported that the device was exposed to water. Customer reported that she got into the pool with pump on. Customer reported there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device will be receiving a replacement pump.